Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. . Block h3: the system components (hemo cable and fm-pim cable) were discarded by the facility, thus no returned product investigation was performed. Block h6: the facility received parts (hemo cable and fm-pim cable) to perform the replacement; hence, no onsite service was needed. No customer complaints have been received after the replacement parts were sent to facility. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a coronary procedure. During use, the yellow wave form (pd) would not appear on the system. The case was aborted and the patient will be rescheduled for a later date. No patient injury reported. This product problem is being reported because the intrasight system could not be used; resulting in a potential for harm due to the delay of the procedure.